Manufacturer narrative:
The reported field event of a device reset was confirmed in the laboratory. The device was tested on the bench and using automated test equipment and was found to be normal. The cause of the reported reset could not be determined.

Event description:
It was reported that the device could not be interrogated and went into back-up mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.